Manufacturer narrative:
The recipient reportedly underwent a temporalis and skin flap surgery on (B)(6) 2018. The recipient is now experiencing an infection on the scalp. The recipient is presenting with pain and is on IV antibiotics. Revision surgery will be scheduled.

Event description:
The recipient reportedly experienced skin flap breakdown. The recipient ceased device use and was prescribed antibiotics. The recipient underwent a clean out and skin flap surgery. The recipient remains on antibiotics and is healing well.

Manufacturer narrative:
The recipient is reportedly healing well.

Manufacturer narrative:
The recipient is reportedly doing well. The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly was explanted.